Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the reference samples for the lot 6008919 have already been previously tested in the complaint (B)(4) on 13/jun/2025. Test results: the reference samples were visually inspected and tested for flow test. All test results were within specifications as per the (B)(4) complaint test report. Device history record (DHR) review: the lot 6008919 was manufactured according to the work instruction (wi) version 116 and packaging in the line 4, on 31/aug/2024, with a total of (B)(4) units. Trending: a query was run in database on 14/jun/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6008919 and found other (B)(4) complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) plan 1768101: autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to an infusion set bent cannula and hyperglycemia events. Blood glucose level was 435 mg/dl at the time of the event. Patient got treated with insulin injection novorapid multiple daily injection (mdi). Patient was released from the hospital on (B)(6) 2025. No further information available.